Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, a noisy electrogram was detected on electrodes 8-9 of the catheter. The catheter initially showed significant noise, and attempts to resolve the issue included tightening the cable and replacing the pin cable, but the noise persisted. Consequently, the catheter was removed and replaced with a new one, which resolved the issue. The case was completed successfully without any injury or complications.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012515353 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed a broken electrode wire in the spiral array segment and in the shaft segment, a kinked electrode wire was also seen in the printed circuit board assembly (pcba) area. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed an open loop (ol) on electrode 9 (e9). In conclusion, the loop catheter failed the returned product inspection due to broken electrode wires and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.